Event description:
In 2009, this pt was being implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After a trunk-ipsilateral leg component was deployed, completion angiography revealed that the trunk had covered the renals. The physician was able to use a wire from groin to groin to pull the device down, but flares of the trunk still covered part of the right renal artery. The doctor chose to leave the device as is. The procedure was completed with no further issues. The pt tolerated the procedure, and a follow-up with the physician demonstrated a healthy renal function. Additional info has been requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.